Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer it was stated that felt burning, discharge and noticed white dot on the colored part of my eye and thought it was something on my contact lens and removed the lens and noticed it was on my eye. She visited the optometrist and diagnosed that there is hole in a cornea and prescribed eye drops. I was advised to stop wearing lenses asked to wear glasses for over a week. The current status of the consumer¿s eye was not known at the time of this report. Additional information has been requested but not yet available. As per the follow-up information received the consumer was prescribed with tobramycin/dexamethasone four times per day for nine days, symptoms were resolved.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The trend related activity has been performed. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that she experienced burning, discharge and noticed white dot on the colored part of her eye and thought it was something on her contact lens and removed the lens and noticed it was on the eye. She visited the optometrist and diagnosed that there is hole in a cornea and prescribed eye drops. I was advised to stop wearing lenses asked to wear glasses for over a week. The current status of the consumer¿s eye was not known at the time of this report. Additional information has been requested but not yet available. As per the follow-up information received the consumer was prescribed with tobramycin/dexamethasone four times per day for nine days, symptoms were resolved. As per the follow up information received with the photo review it was confirmed that consumer was diagnosed with peripheral corneal ulcer.